Event description:
It was reported that during an unk procedure, the device could not staple at the distal part of staple line. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returned.